Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized twice due to diabetic ketoacidosis and high blood glucose on (B)(6) 2021 and (B)(6) 2021. Customer¿s blood glucose was 495 mg/dl. Customer¿s current blood glucose was 91 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. Customer¿s high blood glucose was treated with insulin pump. Troubleshooting was done for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Auto mode was used during the time of event. Customer stated they received multiple alerts such as power loss alerts. Customer stated they passed self test and displacement test. The insulin pump will not be returned for analysis.